Event description:
Patient weight was received. Analysis was performed on returned product.

Manufacturer narrative:
Continuation of d10: product ID: 37761, serial# (B)(6), and product type: recharger. H3: analysis of the 37761 desktop charger (s/n (B)(6)) revealed frayed cord. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative (pt rep) regarding external devices. It was reported that the recharger screen would go on and off while trying to charge the implanted neurostimulator (ins). Caller stated that they tried 5 times, but the issue persisted. Caller mentioned the recharger had worked and charged the patient's (pt) implantable neurostimulator (ins) really fast the last time they had charged, but then 'like 3 days ago' when they wanted to charge ins again, the issue with the screen flashing and not responding to beginning charging session presented. Caller said they tried leaving the recharger hooked up to charge for about a day, but no charge had gone to ins. Patient service specialist had caller do a reset on the recharger (insr), but this did not resolve the issue. When caller plugged the desktop charger into the recharger, the screen would come on, but continued to cut out. Caller mentioned that the connector pin felt wobbly in the recharging port as well. The caller mentioned they were very anxious because they needed to get pt's ins into MRI mode for an appointment coming up on the 30th and didn't want to have it cancelled. They had turned down stim when they couldn't get ins to charge to conserve battery and mentioned pt wasn't in too much pain, and wasn't really needing the ins but knew that it worked and helped. Due to the need to have MRI very soon agent opted to send the recharger instead of having pt and caller go through process of transition to the wireless equipment at this time. A replacement desktop charger and recharger were sent out.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761 (serial: (B)(6) ; product type: 0213-recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.